Event description:
The reporter stated that the device result was 275 mg/dl and the doctors meter read 126 mg/dl. No treatment was provided. The device was replaced and requested to be returned for evaluation.